Event description:
It was reported that the patient had dizziness. It was also reported that the device had poor quality egm's (electrogram). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.